Manufacturer narrative:
(B)(4). Date sent: 12/12/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, the white pad split in half at the distal end and came off completely on one side after several activations. A harh36 device was used to complete the procedure. There were no adverse consequences for the patient.